Manufacturer narrative:
Event summary: as reported on 14jun2023 by a representative of (B)(6) hospital of japan, prior to a transurethral ureterolithotomy the basket from an ncircle tipless stone extractor (rpn: ntse-022115-udh; lot number: 15123362) would not open/close properly. The device was tested prior to use in an uncoiled position. A laser was not used during the procedure. Another device of the same type, with an unspecified lot number, was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation : a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device, was conducted. The product returned to cook for evaluation with open packaging (no tray). The product handle was received partially disassembled with only the handle cap attached. The basket wire was pulled from the sheath, and the colored support sheath was also pulled from the basket sheath. No adhesive can be seen or felt on the proximal end of basket sheath where the support sheath adhered, however clear glue is used and so not readily detected. Due to the level of damage, the device could not be re-assembled and tested. The complaint report indicated that the extractor was not used on the patient and did not open and close properly. The condition of the returned device suggests that the device was potentially disassembled by the customer to investigate and not re-assembled, but coiled up and return shipped without some of its original packaging. These actions were taken after the extractor stopped working, likely resulting in further damage to the extractor. It is no longer possible to determine what originally contributed to the loss of function. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded a cause for the complaint cannot be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior a transurethral urolithotomy in the ureter, the basket from an ncircle tipless stone extractor basket would not open/close properly. The device was tested prior to use in an uncoiled procedure. A laser was not used during the procedure. Another device of the same type, with an unspecified lot number, was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.